Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed target lesion was located in the calcified and severely tortuous shunt left forearm. The initial non-bsc guide wire failed to cross the lesion. The physician inserted a non-bsc guide wire that crossed the lesion. The 3.0mm x 20mm/15cm sterling balloon was advanced into the patient. During the first inflation, the sterling balloon ruptured at 8atms. The procedure was completed with 3.5mmx2cm sterling balloon inflated at 14atms. No patient complications were reported and the patient's status is good.